Event description:
It was reported that the patient experienced horrible pain in the right side of her hip starting six weeks ago. The pain started at the top of the stimulator. She could not walk up and down the stairs - she had to go down sideways. The patient experienced a burning or shocking sensation when leaning back against the device starting two weeks ago. The patient had an appointment with her hcp scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3888-45, lot# v668801, implanted: (B)(6) 2011, explanted: na. Lead: model 3888-45, lot# v668801, implanted: (B)(6) 2011, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Event description:
Follow up information received reported the cause of the event was unknown. It was noted that the patient was found to have sacroiliac joint (sij) dysfunction based on x-rays performed on the patient's hips and pelvis. The physician was considering sij fusion in the future. Outcome was reported as no injury and that the problem was resolved. The physician felt that the event was not device-related.